Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The family member of a patient reported on april 14th 2016 stating that when they had the device on, it helped with the leg pain but then the patient would feel pain in their ribs so they would have to decrease stimulation. This issue had occurred since implant on (B)(6) 2016. The indications for use were spinal pain and failed back surgery syndrome. The patient called back on (B)(6) 2016 stating that the change in stimulation started 3 days after implant, and that program 1 was too strong. They could program it, and when they were sitting down it was okay, but if they were to stand or lay on their side, the stimulation was too strong. Program 2 initially was good when it was programmed at "about half". However, at the time of report, the patient had to turn it all the way up and they barely felt it. The patient's legs did feel better since the stimulator was implanted, but their feet were still in pain. They had not yet notified their physician about this, but they had their first post-operative visit on (B)(6). They were going to call their physician about the current symptoms on the day of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.